Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit's system was overheating. There was no health hazards reported.

Manufacturer narrative:
A getinge field service engineer(fse) evaluated unit. No reproducibility. Checked the regulator pressure, compressor output test and compressor thermistor. However, no abnormality was confirmed. As a precaution, fse cleaned the intake and exhaust fans. Checked the operation based on the inspection record sheet and confirmed that it is currently in good condition and working.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit's system was overheating. Unit was able to be used without any problems after rebooting. There was no health hazards reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid

Event description:
N/a